Manufacturer narrative:
Qn # (B)(4). Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 42.3cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 40.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. The customer also provided photos for evaluation. The first photo shows the maquet iabp display screen. The second photo shows the ac2 iabp display screen with "possible helium loss 3 (subcode 2)" alarm, which is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and an external leak was immediately noted and located around the bifurcate bushing bond. Upon microscopic inspection, the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 40.9cm from the iabc distal tip , which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 41.5cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "frequent alarm leaks" is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "frequent alarm leaks, every 3 to 5 minutes the [device would] alarm and then stop counter pulsation. The patient was not able to counter pulse properly. In order to avoid adverse effects, the doctor decided to stop the machine and remove the tube". Additional information states that the catheter was removed and replaced in the original insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported "frequent alarm leaks, every 3 to 5 minutes the [device would] alarm and then stop counter pulsation. The patient was not able to counter pulse properly. In order to avoid adverse effects, the doctor decided to stop the machine and remove the tube". Additional information states that the catheter was removed and replaced in the original insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).